Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the first of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii became blurry and was lost approximately 3-4 minutes into the procedure. A second spyscope ds ii was used and the image was lost 4-5 minutes into the procedure. Reportedly, they completed the case with a bsc extractor pro, however, the patient was scheduled for a repeat procedure middle of may because stones were left in the duct after balloon sweeps so the procedure was not completed due to this event. There were no patient complications reported as a result of this event.